Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-04707 and 3005099803-2012-04708 for the other associated device information. It was reported to boston scientific corporation that two wallflex biliary rx fully covered rmv stent systems were used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the procedure was a malignant pancreatic stricture, 4-5 cms long. The stricture was not dilated prior to stent placement. During the procedure, there was difficulty advancing the stent system into the common bile duct. When the physician attempted deploy the stent it would not deploy completely; partial deployment. The stent failed to completely reconstrain and the catheter was kinked. Another wallflex biliary rx fully covered rmv stent system was obtained and the same issue occurred, the stent would not deploy completely; partial deployment. The stent failed to completely reconstrain and the catheter was kinked. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-04707 and 3005099803-2012-04708 for the other associated device information. It was reported to boston scientific corporation that two wallflex biliary rx fully covered rmv stent systems were used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the procedure was a malignant pancreatic stricture, 4-5 cms long. The stricture was not dilated prior to stent placement. During the procedure, there was difficulty advancing the stent system into the common bile duct. When the physician attempted deploy the stent it would not deploy completely; partial deployment. The stent failed to completely reconstrain and the catheter was kinked. Another wallflex biliary rx fully covered rmv stent system was obtained and the same issue occurred, the stent would not deploy completely; partial deployment. The stent failed to completely reconstrain and the catheter was kinked. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 20mm. It was noted that the shaft was kinked in the mid section of the guidewire access sleeve. During analysis an attempt was made to reconstrain the stent, however, a restriction was met so an attempt was made to retract the outer sheath in order to deploy the stent, however this was not possible. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen and stent were withdrawn from the outer sheath. Some resistance was noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. On withdrawal of the proximal end of the inner, kinking for a distance of 53mm was noted ending at 51mm proximal to where it met the distal end of the blue outer sheath prior to dissection. When the distal end of the inner lumen and stent were withdrawn from the outer sheath, the inner lumen was stretched and flattened proximal to the skived area. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.